Event description:
A customer reported that the battery of their insulin pump was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.